Event description:
Per the audiologist, the patient reported a decrease in performance. Reportedly the patient was in a ski accident and hit the head on the side of the implant and suffered a concussion. The results of an integrity test 2009 indicated the device was functioning according to manufacturer¿s specifications. A second integrity test done the following month, indicated intermittencies. Explant and reimplantation is planned but had not taken place at the time of this report may 11, 2009.